Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. During visual inspection under a light microscope, multiple instrument marks were found at the attachment area and directly at the breaking point. This indicates that the needle was handled in that area. User handling was determined to be the cause of the issue.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the suture detached from the needle. The needle became stuck in the patient's body. Additional information was requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.